Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including full functional testing, defib analyze and shock testing without duplicating any malfunction to the device. Review of the log did show strong indication of poor connection between the patient and the electrodes. This is evidenced by presence of artifacts and ECG signal coming in and out during CPR. The electrode pads used during the reported event were not returned for evaluation and the electrode pads lot number was not provided. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.